Event description:
It was reported that the patient had their system explanted on (B)(6) 2025 for an unknown reason.

Event description:
Additional information indicates that the system was explanted electively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The system was explanted electively. There is no device malfunction; therefore, this device is no longer considered reportable.